Event description:
It was reported that the patient underwent a revision surgery after three vitality set screws were found to have migrated postoperatively. They were removed along with the three associated screws and replaced with alternates of the same size to complete the case. There were no additional patient impacts reported. This is report one of six for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is unrefuted for three vitality monoaxial screws for the failure of inadequate locking resulting in post-operative loosening, allowing the closure tops to migrate. This device is used for treatment. No medical records were provided with the complaint. Inspection: the products were not returned, but a photo of an x-ray was provided. When reviewing the x-ray, it was unclear which set screws loosened/migrated. The complaint remains unrefuted. DHR review: the lot numbers were not provided, so the dhrs could not be reviewed. Potential root cause a definitive root cause cannot be determined with the information provided. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3012447612-2020-00598 to 3012447612-2020-00603.

Event description:
It was reported that the patient underwent a revision surgery after three vitality set screws were found to have migrated postoperatively. They were removed along with the three associated screws and replaced with alternates of the same size to complete the case. There were no additional patient impacts reported. This is report one of six for this event.